Event description:
It was reported that the pump had a motor stall. The pump was delivering clonidine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that it was a catheter issue and not a pump issue. After increased pain and increased refill residuals, patient had her cap (catheter access port) accessed. The healthcare provider was unable to aspirate. Patient underwent a catheter revision on (B)(6) 2012, and had the pump replaced at that time "because it was already 4yrs old". Patient outcome was noted as recovered.

Event description:
Additional information: it was later reported that the pump delivered morphine/ clonidine.

Manufacturer narrative:
Concomitant medical products: programmer: 8832, serial# (B)(4). Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Catheter: model: 8578, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-00674. Additional review indicated the correct manufacturing site is # 3004209178.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump was explanted. It was noted that the patient did not want the pump replaced for fear of malfunction. The patient was placed on oral medications at the time of the motor stall and was currently reported as ''doing well.''